Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), genital haemorrhage ("hemorrhages") and syncope ("fainting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregularity of period (abundant or non-existent or of abnormal duration)"), amenorrhoea ("irregularity of period (abundant or non-existent or of abnormal duration)"), back pain ("lumbar pain"), groin pain ("inguinal pain"), vaginal discharge ("vaginal leakages"), hypersensitivity ("allergic reactions"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), hyperhidrosis ("abnormal sweating"), migraine ("severe migraines") and joint swelling ("swelling of ankles") and was found to have weight decreased ("abnormal weight changes (both increasing and decreasing)"), weight increased ("abnormal weight changes (both increasing and decreasing)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy, device removal). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, menometrorrhagia, amenorrhoea, back pain, groin pain, vaginal discharge, hypersensitivity, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight decreased, weight increased, dizziness, amnesia, paraesthesia, peripheral swelling, uterine leiomyoma, hyperhidrosis, migraine and joint swelling outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menometrorrhagia, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. Further company follow-up with the lawyer or lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.